Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. A85496) for female sterilisation. The patient had a medical history of pelvic pain female, dyspareunia, dysmenorrhea, uterine fibroid, chronic urinary tract infection, parity 3 and multigravida. The patient had a family history of hypercholesteremia, hypertension and parkinson's disease. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2656 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimens received- uterus, bilateral fallopian tubes preop diagnoses: fibroids, pelvic pain in female final pathologic diagnosis: hysterectomy with bilateral salpingectomy. Enoometrium: compression atrophy. Myometrium: large leiomyoma. Cervix: focal acute and chronic erosive endocervic!tis. Bilateral fallopian tubes. No pathologic diagnosis. Gross description: the attached fallopian tube is purple-gray and smooth with intact serosa. Sectioning reveals diffusely patent lumen with a coil present within the uterine aspect. There is a minimal amount of red-brown hemorrhagic substance within fimbriated aspect [ultrasound scan] on 09-dec-2013: overall impression: the endometrial echo appeared heterogeneous. Color doppler flow was noted in this area. 3d ultrasound was performed, using multiplanar reconstruction, to visualize the endometrial cavity in the coronal plane. Free fluid noted in the cul de sac lot number: a85496 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. A85496) for female sterilisation. The patient had a medical history of pelvic pain female, dyspareunia, dysmenorrhea, uterine fibroid, chronic urinary tract infection, parity 3 and multigravida. The patient had a family history of hypercholesteremia, hypertension and parkinson's disease. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2656 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimens received- uterus, bilateral fallopian tubes preop diagnoses: fibroids, pelvic pain in female final pathologic diagnosis: hysterectomy with bilateral salpingectomy. Enoometrium: compression atrophy. Myometrium: large leiomyoma. Cervix: focal acute and chronic erosive endocervic!tis. Bilateral fallopian tubes. No pathologic diagnosis. Gross description: the attached fallopian tube is purple-gray and smooth with intact serosa. Sectioning reveals diffusely patent lumen with a coil present within the uterine aspect. There is a minimal amount of red-brown hemorrhagic substance within fimbriated aspect [ultrasound scan] on (B)(6) 2013: overall impression: the endometrial echo appeared heterogeneous. Color doppler flow was noted in this area. 3d ultrasound was performed, using multiplanar reconstruction, to visualize the endometrial cavity in the coronal plane. Free fluid noted in the cul de sac. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Lot number added. Lab data updated. Patient & reporter information updated. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were availab. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.